Event description:
There was an allegation of questionable results from coaguchek xs meter serial number up02043225 compared to a laboratory result using an unknown method. On (B)(6) 2022 at 2:02 p.m., the laboratory result was 3.6 inr. At 2:26 p.m., the meter result was 5.6 inr. On (B)(6) 2022 at 1:00 p.m., the meter result was 4.1 inr. At 2:27 p.m., the laboratory result was 3.0 inr. On (B)(6) 2022 at 4:10 p.m., the laboratory result was 2.9 inr. At 4:32 p.m., the meter result was 3.9 inr. On (B)(6) 2022 at 2:28 p.m., the meter result was 4.9 inr. At 2:28 p.m., the laboratory result was 3.0 or 3.5 inr. Clarification on which result was correct was requested but not provided. The patient did not receive any medical treatment based on the meter results. The patient¿s therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation, however, there are no test strips remaining to return. Replacement product was sent. Per product labeling, "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."